Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding additional malfunctions, for cable break when the equipment was inspected by the repair department, the problem was reproduced and confirmed. The information obtained from this complaint and the survey results did not lead to the identification of the cause. As for water leakage the inspection of the equipment by the repair department, identified the broken cable as the cause of it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image abnormality, occasional horizontal stripes, a broken cable and leaked water. The event occurred during cleaning and disinfection for an endoscopic diagnostic examination. The subject device was used in combination with the video system center during the procedure and was completed using the same set of equipment. There was no delay and no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image abnormality, occasional horizontal stripes, a broken cable and leaked water. The event occurred during cleaning and disinfection for an endoscopic diagnostic examination. The subject device was used in combination with the video system center during the procedure and was completed using the same set of equipment. There was no delay and no reports of patient harm.